Manufacturer narrative:
Further investigations were performed on the patient sample. No interfering factor was found. The differences between the ft4 results are most likely based on the mathematical differences of values generated with different assays from different manufacturers related to differences in the antibodies used, standardization materials, and procedures. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas 8000 - cobas e 602 module serial number (B)(4). On (B)(6) 2021, the initial ft4 result was 1.88 ng/dl. The initial ft3 result was 6.97 pg/ml. On (B)(6) 2021, the repeated ft4 result was 1.940 ng/dl. The repeated ft3 result was 5.760 pg/ml. The questionable results were reported outside of the laboratory. The physician requested the sample be tested with an abbott analyzer as the results were higher than the normal range. The abbott ft4 result was 1.30 ng/dl. The abbott ft3 result was 1.12 pg/ml. This medwatch is for ft4. Refer to the medwatch with a1 patient identifier (B)(6) for the ft3 assay.